Manufacturer narrative:
.

Event description:
It was reported that during npwt utilizing a renasys go, when the device was plugged into ac main power, it was unable to charge the battery.

Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. The reported complaint was confirmed as the inspection did reveal a damaged dc inlet that may have led to some charging issues due to a poor connection. The evaluation also found the device to have a defective pump. As a result, the affected parts were replaced and the device was tested again and confirmed as functioning within specification.